Event description:
Reporter alleged blood glucose measured in the 400s mg/dl, 119, and 120 mg/dl when all testing was performed back to back within 5 minutes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.